Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge went from 45% battery life to 15% battery life upon plugging the pump into a power source. Reportedly, the customer unplugged the pump and plugged the pump back into a power source and the battery gauge then displayed 85% battery life. Although requested, customer did not upload pump data for review. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. There was no reported impact to customer's blood glucose level.